Manufacturer narrative:
Device evaluated by MFR. The returned product consisted of the watchman access system (was) device inside the packaging. The box/carton, box label, tyvek pouch were microscopically and visually inspected. Inspection revealed that the overlay label seal was broken, box damage (crushed/dented) to 5 sides of the box, and part of the carton label was torn/missing. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that there was damage to the packaging causing sterility concerns. Upon receiving the watchman access system, it was discovered by the materials coordinator that the outer box was crushed and the inner package of the sheath had damage to the back side. The breach in backing material led to concern for the sterility of the sheath. This device was not used.

Event description:
It was reported that there was damage to the packaging causing sterility concerns. Upon receiving the watchman access system, it was discovered by the materials coordinator that the outer box was crushed and the inner package of the sheath had damage to the back side. The breach in backing material led to concern for the sterility of the sheath. This device was not used.